Manufacturer narrative:
Tech reported one box of mislabeled hydromark. Two clips were deployed in patient; acct would not provide post-images. Investigation was conducted and a quality issue with our current labeling process was identified. Boxes of markers labeled 4010-02-15-t3 associated with lot: f12607207d were confirmed to contain individual packages labeled as 4010-02-15-t4. Imaging of devices from this lot confirmed the markers labeled 4010-02-15-t4 within the 4010-02-15-t3 boxes were 4010-02-15-t3 markers. A recall was initiated (res#: 98843). Customers who received this impacted lot have been notified and were advised to update patient records. No patient complications have been reported as a result of this incident. We are reporting this incident since to date we have not been able to confirm the patient records have been updated. Complaint and vigilance manager called the customer site on (B)(6) 2026 and spoke with the intial reporter to confirm patient records documented the correct marker shape. Initial reporter was not able to confirm over the phone.

Event description:
Tech reported one box of mislabeled hydromark. Two clips were deployed in patient; acct would not provide post-images. The procedure was completed with another hydromark. No patient complications were noted.